Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. A visual inspection of the exterior of the device was performed and no damage was observed. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device overheats and does not work. No injury or complications were reported.